Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for follow up with a pocket infection. The pacemaker, right ventricular lead, and right atrial lead were explanted. The patient was in stable condition following the procedure.